Manufacturer narrative:
Based on the claim against the product by the customer noting 30-degree scope kept turning from 30 up to 30 down on its own, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer rebooted the system and that resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved flipped 30 up and 30 down on its own. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer informed the technical support engineer (tse) that the 30-degree scope kept turning from 30 up to 30 down on its own. The customer stated before calling in, they rebooted the system and then it seemed to be working fine. The tse viewed the error logs and didn¿t see any related errors in the logs. The customer asked what could be causing the issue. The tse recommended trying to reseat the scope and sterile adapter or trying a new scope if the issue returned. The customer continued with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter explained that after a camera clean, they put the scope back in the arm and that's when it started to flip up and down on its own. Once the camera was cleaned the image was inverted it rotated on its own. The customer rebooted the system, and everything was back to normal, and the case was completed robotically.